Event description:
A surgeon reports that following insertion, a tear was noted on the intraocular lens (iol). Enlargement of the incision was required to accomodate removal and replacement of the lens. Lens was replaced without difficulty. Additional info has been requested.